Event description:
It was reported, the patient arrived in the emergency room (ER), unresponsive ¿with reasons unknown.¿ the pump was not suspected for the patient¿s presentation to the ER and the patient subsequently began to respond. However; the ER physician wanted to decrease the pump¿s daily infusion by 50%. Patient symptoms or complications associated with the event included overdose symptoms and the patient was unresponsive. Hospitalization and reprogramming occurred as a result of the event. The cause of the issue was undetermined. The 8840 programmer was provided for the physician and he programmed the decrease to 1.8mg/day of morphine and 67.5 mcg/day of clonidine. On 2014 (B)(6), the managing physician ordered an increase back to 2.2mg/day of morphine and 82.5 mcg/day of clonidine and the patient was responsive, recovering, and receiving effective therapy. The pump was being used to deliver morphine and clonidine. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 8598a, serial# (B)(4), implanted: 2011 (B)(6); product type catheter product ID 8709, serial# (B)(4), implanted: 2003 (B)(6); product type catheter. (B)(4).